Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-01729. This report is being submitted as additional information. Approximate age of device ¿ 6 days. Manufacturer's investigation conclusion: no product was returned for evaluation. A direct correlation between the device and the reported events could not conclusively be established through this evaluation. The log files that were submitted by the account appeared to show the pump functioning as intended. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had stroke with large amounts of clot around the aortic valve. The patient coded and was internally bleeding, and expired shortly after. No additional information was provided.

Manufacturer narrative:
Additional information received.

Event description:
Additional information received: this patient¿s death was not directly related to his device. The device was functioning normally at time of death. An autopsy was performed and the cause of death was acute pancreatitis. The pump was not explanted and will not be returned to abbott for analysis.